Manufacturer narrative:
The reported events of intermittent capture and noise were confirmed. As received, a complete lead was returned in one piece with the helix extended, stretched and clogged blood/tissue. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impression. The cause of the reported events was isolated to external abrasion consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2023-48387. It was reported the patient presented to the emergency room for unrelated reasons. During system interrogation, it was discovered the right ventricular lead had intermittent capture and reproducible lead noise. The atrial lead was also seen to have high capture thresholds. The leads were explanted, and a leadless pacemaker system was implanted without issue. The patient was stable.